Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified red and yellow particle material on the shell. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, aspiration of fluid; testing positive for bia-alcl. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported new onset swelling and patient's concern with the product. Further reported was that the patient tested positive for bia-alcl via aspiration of fluid test; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is right. The device has been explanted.